Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 169 mg/dl and 71 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
A dental professional reported a fracture of an endure cl implant (4.3 mm x 15 mm) during placement. The dental professional reported he was attempting to reverse the implant out in order to adjust the depth of the osteotomy site. The implant fractured such that a trephine drill was required to remove the root-portion of the implant from the osteotomy site. After the implant was removed, a larger diameter implant was successfully placed in the same location without any further complications. This event was deemed reportable since removal of the fractured implant required the additional procedure using a trephine drill.